Event description:
Facility had a pt with a known latex allergy and was trying to find a brand of sterile gloves that were latex-free to be used in surgery. This MFR's product did not state latex anywhere in the packaging so the hosp called the MFR to verify the gloves contents. MFR told the user that there was in fact latex in the gloves. Having no other alternative the md pre-medicated the pt with an antihistamine and used the gloves despite their content. The facility is concerned about current labeling practices in light of recent awareness of latex sensitivity. Their first concern is the seeming poor availability of sterile latex-free gloves and their second concern is the obvious potential for pt harm if gloves are not clearly labeled as containing latex. This particular pt did not sustain any adverse reaction.